Event description:
Physician was having difficulty removing taxus stent. Was unable to cross the lesion site. Stent became dislodged from the catheter, and migrated to the iliac artery. No injury to patient.